Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was 200 mg/dl. The customer stated that the insulin pump had flashing and white display and the pump started beeping. The customer was advised the pump will need to be replaced. Troubleshooting was not performed. The customer was advised to discontinued the insulin pump and revert to backup plan.. The insulin pump will be return for analysis.

Manufacturer narrative:
Device was received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to display anomaly. The pump was received with the serial number label faded.